Event description:
While accessing vein, difficulty removing wire, when pulled back the wire stretched and unraveled. The wire was then pulled out as a unit with needle and the wire was removed (no lost pieces).